Event description:
It was reported that during use on patient, the cardiosave intra-aortic balloon pump (iabp) unit had screen froze and loss of helium. No injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- h6- investigation findings.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site) g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions) h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, customer reported the following: ¿screen got stuck and would not let the nurse change the settings. Alarmed loss of helium but nothing was wrong with the tubing or patient. Had to autofill to fix issue.¿ upon arrival, fse found that the touch screen was out of calibration. Fse calibrated touch screen, and that resolved the touch screen issue. Fse also performed multiple helium leak test and could not duplicate any helium leak. Fse found ¿gas loss in iab circuit¿ in the recent alarms. Fse inspected the console for blood in tubing and could not find any blood. Fse connected my system trainer and could not duplicate any alarms. Fse referred customer to the operating instructions to help with trouble shooting clinical alarms.

Event description:
N/a.